Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 was not detected on the bus and remained failed after reboot and recover storage attempts. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was not detected on the bus and remained failed after reboot and recover storage attempts. A field service engineer found the drawer not detected on arrival, identified a bad drawer controller and retractor band, replaced both components, reseated an unplugged solenoid on drawer 2.2 controller card, and completed hardware testing successfully. The system functioned as intended after the field service engineer repaired the device.